Manufacturer narrative:
Mindray service representatives replaced the systems transmitters, power supply and reprogrammed the transmitters.

Event description:
Customer reported a panorama central station did not display patient waveforms which may have resulted in a loss of ambulatory telemetry monitoring. No patient injury was reported.